Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back into the operating room, drained the hematoma, achieved hemostasis, irrigated the neck pocket with antibiotic solution, and closed.